Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device, using a pre-close technique, prior to a mitraclip procedure. Reportedly, proglide device deployment was attempted. The proglide device could not be deployed and could not be removed from the vein. Surgery was performed to remove the proglide device. The proglide guide had broken between the guide and the sheath. The anterior wall of the right femoral vein was damaged and was repaired with a bovine patch. The final result was good. 1.5 liters of blood was lost and a blood transfusion was given. Ancef given post procedure to prevent infection at the site location. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide separation was confirmed. Failure to deploy the plunger could not be confirmed due to the condition of the returned device. Device entrapment could not be replicated in a testing environment as it was based on operational circumstances. It is possible that high angle of insertion or excessive downward force contributed to the separated guide. A deployed foot due to the separation would ultimately result in entrapment of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage and tissue damage and the treatment of surgical exposure are listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.